Manufacturer narrative:
A visual examination confirmed the reported event. The alignment block has disengaged from the instrument. In addition, the tip showed signs of deformation. Hardness testing of the returned product confirmed proper manufacturing and processing.the manufacturing record was reviewed finding a dmrr unrelated to the reported event. The instruments were returned to the vendor for sorting and rework; no other anomalies were found in the documentation.the probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and disassembly during usage.

Event description:
It was reported that the screw head broke during removal. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.